Manufacturer narrative:
Model- 720185-01 reservoir, lot sn- (B)(4), mfg date- 10/18/2018, exp date- 10/17/2020.

Event description:
It was reported that the patient experienced a faulty pump. The device would not deflate and inflate in a proper cycle. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient is good. The device was removed and replaced with an ambicor device.